Event description:
An end user called in to report circumferential redness of his peristomal skin which extends outward approximately 7mm on all sides except from the distal end which extends outward 13mm. The end user went on to state that he is also experiencing itching in the area.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated he has tried using hollister adhesive remover, uses liquid soap with moisturizers to cleanse his skin, uses a hair dryer to dry the skin after getting out of the shower, then applies stomahesive power, followed by 3m protective barrier wipes and eakin cohesive seals on his peristomal skin. The end user was re-educated on cleansing his peristomal skin with soap that does not contain lotions; moisturizers or creams. No additional patient/event details have been provided to date. Should additional info becomes available a follow-up report will be submitted. A return sample for evaluation is not expected.